Event description:
Patient stated, she had two low blood glucose events since switching to this infusion device. In 2006, her husband noticed the patient was unresponsive, hard to wake up, and had slurred speech. He felt her blood glucose was low and gave her two small glasses of apple juice. Her blood glucose was measured at 28 mg/dl. Approximately one week later, her blood glucose was low again (level not specified) and she once again drank apple juice to bring her blood glucose back up. Patient stated, her normal level is 120 mg/dl. The patient stated, this situation "never occurred" with her previous infusion device and she is blaming this infusion device for her low blood glucose. The patient did indicate that the dawn phenomenon could be a factor in the readings, but not to the degree she has experienced. Product was requested to be returned for evaluation.